Manufacturer narrative:
Per the tandem user guide: the dexcom g6 sensor is a disposable device that is inserted under the skin to continuously monitor glucose levels for up to 10 days. The sensor is dis­carded after a session of up to 10 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 303 mg/dl, and the meter bg reading was could not be provided however, the customer stated reading were "not close". No additional patient or event information was available. Reportedly, the customer used the sensor for over 10 days.